Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/29/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
It was reported that a (B)(6) year old patient with medtronic dual chamber pacemaker underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The device history record (DHR) for the lot number 17381499l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Manufacture date: 12/14/2015. Expired date: 11/30/2018.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) patient with medtronic dual chamber pacemaker underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation of the left superior pulmonary vein ostium, the patient became hypotensive and tamponade was confirmed via transthoracic echocardiography. Pericardial drainage was performed and ablation procedure was abandoned. Patient was required extended hospitalization and fully recovered. Patient was received anticoagulation during the procedure with activated clotting time of 368 seconds prior to the tamponade. The exact location and cause of the effusion was unknown. It may have been the result of the trans-septal puncture, dislodgement of one of the pacemaker leads, movement of the catheter along the roof of the atrium or ablation of the atrial wall. Physician assessed that the cause of the adverse event was not equipment or product-related, but related to procedure and patient anatomy. It is unknown if the injury occurred during transseptal, mapping, or ablation phase. Transseptal puncture was performed using a st. Jude medical brk1 needle. Sheath used was a st. Jude medical 8.5 french sl0 curve. Generator settings at the time of injury included: power control mode at 35 watts (not titrated) and temperature cut-off 40 degrees celsius. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the exact location of injury is unknown. Irrigation catheter flow set at 15 ml/min. No error messages were observed on biosense webster equipment during the procedure. It was also reported that there was an MDR not reportable issue-intermittent noise on the ECG upon connecting the ablation catheter. Physician continued the procedure without replacing the catheter.

Manufacturer narrative:
UDI number was provided incorrect previously. Correct full UDI number full UDI #: (B)(4).